Event description:
It was reported that the video system exhibited image issues. There were no reports of patient involvement.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and based on the results of the investigation, the phenomenon, ¿image failure¿, was not reproduced, and the event was not confirmed. The investigation was carried out based on the available information. However, the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.